Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the tip of the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6).